Manufacturer narrative:
The device returned for analysis. The material protrusion/extrusion was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and the reported material protrusion/extrusion of the actuator assembly is a normal function of the device. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
This report is filed as the actuator mandrel was protruding from the actuator knob during deployment. It was reported that on (B)(6) 2020, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4. During clip delivery system deployment (cds0601xtr 91204u206), the actuator mandrel retracted easily and came out past the actuator knob. The delivery system was removed and the clip remained implanted, stable and well seated at the intended location. The mr had been reduced to <1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.